Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe repeatedly faulted and was not providing monopolar energy. The system and erbe were both restarted, and the faults came back immediately. The procedure was completed robotically, with no reports of patient injury. Intuitive received the following additional information via follow up: a generator was not needed for the remainder of the procedure, so a backup generator was not used.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported errors. During the power-on test, error m-11 was observed, confirming that the fault occurred in the field. Visual inspection revealed no issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of customer reported iesu errors are attributed to a faulty electrical component inside the iesu generator. This error indicates a lower current than expected during energy activation and internal timeout issue. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.